Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one, unknown lag screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed due to postoperative femoral head collapsed and lag screw migration out of the femoral head resulting in non-union and failure to heal. The initial date of implant is unknown. The patient was revised to total hip arthroplasty and the trochanteric fixation nail advanced (tfna) nail and lag screw were removed on (B)(6) 2017. Tfna nail was intact and not broken when explanted. The procedure was completed successfully without any delay and the patient was reported as stable postoperatively. Concomitant devices reported: tfna nail (part # unknown, lot # unknown, quantity # 1). This report is for one, unknown lag screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The original implant date was (B)(6) 2016.